Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with the complain of heart palpitations. Upon interrogation, backup vvi mode issue was observed on the device. Intermittent muscle stimulation around the device was also noted. The device setting was restored. Muscle stimulation disappeared. The patient was stable.